Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Stroke is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, anticipated in nature. Therefore, an assignable cause of anticipated procedural complications was assigned to this event. Subject device remains implanted.

Event description:
It was reported that the patient underwent stenting procedure and at 24 hours post procedure, modified rankin scale (mrs) was 1. At 7 days post-procedure, mrs was 1. At 3 months post-procedure, mrs was 1. Approximately three months post procedure, the patient was admitted to the hospital with stroke (ischemic) having small embolic infarcts in the left cerebellum. CT (computed tomography) scan was performed the same day confirmed the infarction. According to the physician, the adverse event was related to the procedure and probably related to the stent delivery system, since the small infarct occurred in the territory supplied by the artery which is covered by the implanted stent. No further information is available for now.